Event description:
Complainant alleged that medics arrived upon the scene of a pt in cardiac arrest. The pt had been in a car accident earlier that day and was at home at the time pt went into cardiac arrest. The device was charged to 120 joules and upon discharging the energy the device made a loud "bang" sound. The device then failed to charge at any energy level. The pt was further treated with CPR. The pt subsequently expired. Subsequent to the event, the device displayed a "defib fault 72" message when attempting to perform the 30 joule test.